Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20 ml ll 120/pkg had leakage past the stopper. The following information was provided by the initial reporter: it was reported the liquid has entered the plunger chamber when drawing up the medicine. Over the past two months, we have observed on a few occasions that, with the 20 ml luer lock syringe zi14909383, liquid has entered the plunger chamber when drawing up the medicine. We have therefore had to discard these syringes and the medicine. We have ruled out incorrect drawing up by observing the process. Have you received reports of this issue before? The batch numbers in question are 2504114, 2505006, 2501040. When did the incident occur? During use. Per customer response: the medication used was remifentanyl mylan rvg 104756. We dilute this medication with nacl 0,9%. I will attach a clear and detailed photograph of the reported defect for your review.